Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and rsd/causalgia-complex regional pain syndrome. Beginning on an unknown date the patient was unable to connect their recharger with the battery, their therapy is currently unavailable, and their pain has returned. The patient surmises that they let the battery go dead. The issue was due to patient compliance. No diagnostics or troubleshooting has been performed. A power on reset (por) will be scheduled. The issue was not resolved but the patient was noted to be alive with no injury. Additional information was received from a manufacturer representative (rep) on 2019-jan-02. It was reported that it was taking too long to recharge and the patient¿s implantable neurostimulator (ins) was in overdischarge. The rep performed a second 60-minute countdown with no communication with the implantable neurostimulator (ins) yet. The patient indicated that they have not recharged for the past one month prior to the report. As a contributing factor to the overdischarge event, it was noted that the patient gained weight with more difficulty recharging. To get coupling and to recharge, the patient needed to lie on the ins. The current issues were discussed with the healthcare professional (hcp). On (B)(6) 2019, a manufacturer representative (rep) reported that a power on reset (por) was encountered, three 60-minute trickle charges were performed and there was no response from the battery. There were no further complications reported or anticipated.